Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: mitraclip system, steerable guide catheter. The mitraclip remains implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction associated with the clip delivery system. A review of the lot history record identified no non-conformances for the reported lot. In this case, it was reported that after the clip was grasped onto the leaflets, the mitral regurgitation (mr) was reduced from 3 to 1; however, after deployment of the clip, the mr increased back to 3. It was thought that the posterior leaflet was folded in the clip arm, resulting in the increased mr; however, this cannot be confirmed. Although tissue damage/mitral valve injury, such as tears or ruptures, were not reported, the possible fold in the leaflet was conservatively classified as tissue damage. Furthermore, while it should be noted that the mr remained unchanged, the reported patient effects of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as after the clip (40711u2/(B)(4)) was implanted the mitral leaflet was thought to have been folded causing the mitral regurgitation (mr) grade to increase. Another clip was attempted to be used and is considered medical intervention. It was reported that during a mitraclip procedure, one clip (40711u2/(B)(4)) was implanted. The initial reduction of the functional mitral regurgitation (mr) grade was from 3 to 1, but after implantation it increased back to 3. It appeared that the jet was coming through the implanted clip. It was thought that the posterior leaflet was folded in the clip arm and was the cause of the increased mr. A second clip was attempted to be used, but with every grasp of the clip to the mitral valve leaflets, the mr grade increased. The clip was not implanted and was removed from the anatomy. There was no adverse patient effect. The mr grade remained at the preprocedure grade of 3. No additional information was provided.